Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant product: stryker reprocessed ez steer coronary sinus catheter. (B)(4). This adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. It is considered serious and MDR reportable. Since the thermocool smarttouch bidirectional navigation catheter was also used in the procedure, we are taking the conservative approach and will report this event under the thermocool smarttouch bidirectional navigation catheter.

Event description:
It was reported that a (B)(6) female patient underwent an atrioventricular reentrant tachycardia ablation procedure for wolff-parkinson-white syndrome with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis with pericardial drain. During the procedure, the patient became hypotensive and a cardiac tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis yielded 100cc. A pericardial drain was left in place. The patient was reported to be in stable condition. The patient required two (2) additional days of hospitalization for pericardial drain maintenance and observation. A pericardial drain was removed the following day. The patient outcome is that she fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. The physician is uncertain when the injury occurred, but suspects it happened when the ez steer coronary sinus catheter (reprocessed by stryker) was advanced more distally in the coronary sinus. No transseptal puncture was performed as access was via retrograde aorta using a short 9 french arrow sheath. Generator settings at the time of injury: power control mode at 30 watts (not titrated) with 4 ablation cycles of 15 seconds each. Overall ablation time was 1 minute and 1 second. Irrigated catheter flow was set at 17ml/min. No error messages were observed on bwi equipment during the procedure. There were no issues reported with the thermocool smarttouch bidirectional navigation catheter. Patient received anticoagulant during the procedure with activated clotting times maintained at 250-300 seconds.